Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly, the coil was offset; the coil was intact with the pusher assembly. The outer diameter (od) of the pusher assembly and the undamaged section of the coil were measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the coil pitch was offset. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. The od of the pusher assembly and the undamaged section of the coil were measured and found to be within specification. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the common hepatic artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed and detached a pc400 coil into the aneurysm using another manufacturer's microcatheter. While advancing a new pc400 coil through the microcatheter, the physician met resistance and was unable to advance the coil any further. The pc400 coil was removed and another attempt was made to advance the coil through the microcatheter; however, resistance was met again and the pc400 coil became stuck at the same position and did not advance any further. The physician removed the pc400 coil and completed the procedure using a new pc400 coil with the same microcatheter. There was no report of an adverse effect to the patient.